Event description:
After the second orthovisc injection, the pt had heavy swelling from his knee down to his ankle with pain. He was diagnosed with gout and hospitalized for two days. He had his 3rd orthovisc injection and it was well tolerated.

Manufacturer narrative:
The device was not available to be returned.